Manufacturer narrative:
(B)(4). Incomplete cycle, cartridge. Additional information was requested and the following was obtained: the gold 60 reload that was used, was this an ecr60d or the gst? Ecr. The gold reload that fired ¾ of the staple length and jammed. Did the device fully cut and partially staple or did the device partially fire (staple line and cut line equal)? The firing sequence was fluid until about the 45-50mm mark and then locked up on him. The analysis found that one pse60a device was returned in good visual condition and with two gst60w cartridge reloads present. Cartridge (b) gst60w, k5a216 was received partially fired 1/16. It is possible that while loading the reload (b) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridge (c) gst60w, k5a216 was received partially fired 4/5 and with cartridge deck damage where the firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object and when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire was noted during functional testing. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right wedge resection procedure, the surgeon went to fire the device and had a cartridge lockout on the first firing. The tech then reloaded a gold 60 reload and the device fired 3/4 of the staple length and jammed. The surgeon said that he felt the battery was dying on him. Eventually, he was able to reverse and remove from the patient. Another device pce60a was used to complete the procedure. There were no adverse consequences for the patient.